Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was unable to establish a wireless connection due to an unresponsive access point. A field service engineer confirmed that the issue was resolved after the customer¿s it department rebooted the access point, allowing the station to reconnect and resume communication with the server. The fse later verified that the station was online and communicating. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating and appeared offline in rss. The customer reported that the unit was connected to the power source and remained powered on at the time of the issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.